Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(6) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings that "reads 2 mmol higher than normal" with the subject meter compared to another device, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.